Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 350cc mentor memoryshape breast implant and experienced postoperative left-sided rupture. A healthcare professional stated that the patient underwent a revision surgery and the rupture was observed. The reason for the revision surgery was unknown.

Manufacturer narrative:
On 8-apr-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, two lines of shell wear were observed on anterior, expanding to posterior view. Additionally, on posterior aspect, a tear within the shell wear was discovered, measuring approximately 18 cm. The evaluation determined that the rupture is consistent with a shell wear/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).